Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown construct/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: almasri, m et al (2017). Ischiospinal dysostosis in a child with pierre-robin syndrome. Hindawi case reports in orthopedics. Volume 2017. Article ID 8263536. 5 pages. Https://doi.org/10.1155/2017/8263536. (Canada). This study documents the initial presentation and the medical and the surgical management of an ischiospinal dysostosis (isd) patient who, overall, has had over 13 years of follow-up. This also documents the consequences of spinal manipulation surgery and the resulting complications from the procedures. This is a case report of a (B)(6) year-old boy who suffers from pierre-robin syndrome, but who also exhibits major features of ischiospinal dysostosis (isd). The patient is wheel-chair-bound and suffers from global retardation and a significant autistic spectrum disorder. At the age of (B)(6) years old, the patient presented with spina bifida, congenital vertebral dislocation, and severe congenital scoliosis. Skeletal survey at the time also demonstrated dysplasia of both his ischium and certain segments of his spinal column. At the age of 4, the patient underwent posterior spinal fusion from c6 to l1 utilizing an unknown synthes universal spinal system and titanium rods. 2 weeks later, the patient underwent anterior spinal fusion from c7 to t10 with a vertebral strut graft. This procedure was complicated with transient paraplegia, with loss of pain sensation and rectal tone. Postoperative symptoms were suspected to be secondary to either direct spinal cord injury or vascular injury; however, the patient regained some function postoperatively after urgent decompressive laminectomies. There was residual spasticity of his lower extremities following a likely iatrogenic spinal cord injury. His neuromuscular scoliosis resulted in a neurogenic bowel and bladder. He also had indefinite asymmetric paraparesis with the left lower extremity affected more than the right. His incontinence is managed with clean intermittent catheterization (cic) and ditropan. At the age of (B)(6), the patient sustained a pelvic obliquity and evidence of a wind-swept deformity at the wings of the iliac crest that necessitated further spinal fusion down to the pelvis. Over the course of 8 years after surgery, the patient developed a crankshaft phenomenon of his spinal fusion and pseudarthrosis across his lumbosacral junction. His kyphosis continued to worsen. At the age of (B)(6), the patient sustained bilateral hip subluxation requiring dega osteotomy plus a proximal femur varus derotation. On his last assessment by the orthopedics team, imaging showed no further signs of subluxation. This report is for one (1) device-an unknown synthes universal spine system. This is report 1 of 1 for (B)(4).